Event description:
The customer reported that the system intermittently failed to allow visualization of the live fluoroscopic image. The user was required to move the image to a different screen in order to be able to visualize a still image. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.